Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary finding of a broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure and device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video of the instrument was provided for review. A review of the instrument log for the tenaculum forceps instrument (pn# 420207-07 / lot# m10150119-378 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 11 minutes. The alleged event occurred on the 8th use of the instrument. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified through failure analysis could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cables at the tip of the tenaculum forceps instrument were found to be broken. A backup instrument of the same type was used and the procedure was completed with no reported injury.